Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were related to ventricular tachycardia (vt). A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account submitted log files for review. Analysis of the submitted log file revealed transient low flow hazard alarms were captured on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 when the flow dropped below the 2.5 lpm threshold that resolved. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient experienced low flow alarms. The account reported that the low flow alarms were thought to be correlated to arrhythmia. According to the account, the low flow alarms resolved, and the patient was discharged with medication adjustments. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016 via customer order (B)(4). The heartmate ii lvas IFU is currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Additionally, this IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced transient low flow events on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The cause of the low flow alarms was thought to be ventricular tachycardia. Management of arrhythmia through adjustment of medication resolved the low flow alarms. The arrhythmia was newly developed and it was unclear if device related.